Manufacturer narrative:
Additional information received. Updates made to the following sections: a2, a3, a4, d3 postal code, e (address updated), h2 (device codes/fdd, manufacturing date) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during system startup for a robotic laparoscopic prostatectomy with lymphadenectomy, the arm cart assembly would not connect to the towers. The wheel leds were on, but the arm cart assembly display (acad) and instrument drive unit (idu) leds were off. The fans were running inside the aca and there were no error messages. After waiting 10 minutes and unplugging, plugging in, and restarting the aca, the arm still would not connect to the tower. The cable pins appeared fine, but the cable was still exchanged with another aca s/n (B)(6) and both arms were restarted. The other aca s/n (B)(6) threw an alarm for overheating when restarting. However, both arms were able to be calibrated. There was no patient injury.

Event description:
It was reported that, during system startup for a robotic laparoscopic prostatectomy with lymphadenectomy, the arm cart assembly would not connect to the towers. The wheel leds were on, but the arm cart assembly display (acad) and instrument drive unit (idu) leds were off. The fans were running inside the aca and there were no error messages. After waiting 10 minutes and unplugging, plugging in, and restarting the aca, the arm still would not connect to the tower. The cable pins appeared fine, but the cable was still exchanged with another aca (s/n (B)(6) and both arms were restarted. The other aca (s/n (B)(6) threw an alarm for overheating when restarting. However, both arms were able to be calibrated. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), h4 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs confirmed that the arm cart assembly failed to complete initialization as the subsystem robotic application remained in an undefined state. The arm cart assembly was then swapped with another arm cart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during system startup for a robotic laparoscopic prostatectomy with lymphadenectomy, the arm cart assembly would not connect to the towers. The wheel leds were on, but the arm cart assembly display (acad) and instrument drive unit (idu) leds were off. The fans were running inside the aca and there were no error messages. After waiting 10 minutes and unplugging, plugging in, and restarting the aca, the arm still would not connect to the tower. The cable pins appeared fine, but the cable was still exchanged with another aca (s/n (B)(6) and both arms were restarted. The other aca (s/n (B)(6) threw an alarm for overheating when restarting. However, both arms were able to be calibrated. There was no patient injury.